Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 450 mg/dl at the time of incident and other relevant blood glucose levels were 319 mg/dl and 118 mg/dl. Customer was treated with manual dosage. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.